Event description:
Complainant alleged that during pt set-up the device did not charge during the 30 joule self-test. Complainant did not indicate if there was an adverse effect to the pt due to the reported malfunction.